Manufacturer narrative:
The event device was returned for evaluation. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic assisted lap cholecystectomy - "near the end of the procedure a trocar broke inside the patient, the break was between the middle and distal end distal end of the cannula, all pieces of the trocar were removed. The port was used for instrument access. Robot that was used is the da vinci si". Patient status - "no patient injury".

Manufacturer narrative:
Model and catalog numbers were changed to unknown as the exact model/catalog # could not be confirmed. Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.